Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The complaint circuit was visually inspected and pressure tested. Our investigation is also based on the information reported by the charge nurse. Results: visual inspection of the returned circuit revealed a crack along both of the swivel wye ports. Pressure testing revealed that the circuit was outside of specification. Conclusion: we are unable to determine what had caused the reported cracking. However the customer reported that the circuit could have been damaged during setup. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specification at the time of production. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A paediatric patient retrieval service charge nurse reported to a fisher & paykel healthcare (fph) representative that the circuit limbs of an rt265 infant dual-heated evaqua2 breathing circuit felt loose at the swivel connection. The charge nurse reported that upon pushing the limbs in, two cracks were discovered on the swivel and he could not confirm if the cracks were there prior. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit was recently received at fph in (B)(4) for evaluation. We are currently in the process of conducting our investigation to determine if our product caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A paediatric patient retrieval service charge nurse reported to a fisher & paykel healthcare (fph) representative that the circuit limbs of an rt265 infant dual-heated evaqua2 breathing circuit felt loose at the swivel connection. The charge nurse reported that upon pushing the limbs in, two cracks were discovered on the swivel and he could not confirm if the cracks were there prior. There was no patient involvement.